Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including full functional testing with a focus on the analysis testing with no discrepancies found. The device was recertified and returned to the customer. Review of the device log confirms the device analyzed the rhythm appropriately and met the requirements of a no shock advised determination. A review of the device log showed that motion artifacts and CPR affected the decision. The device performed as designed and configured. Analysis of reports of this type has not identified an increase in trend.